Manufacturer narrative:
The investigation into the reported access site bleeding has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the of the issue was patient condition related. Instructions for use are as follows: ¿assess access site for bleeding and hematoma.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 65-year-old male was implanted with an impella 5.5 pump for long term care as the patient waited for transplant. Following implant, the patient developed a hematoma at the access site. Heparin was subsequently reduced and act/ptt's were sub therapeutic. Coinciding with the reported hematoma there was arm swelling and a large amount of drainage from the jp drain noted. The hematoma subsequently resolved on its own, however, the patient was administered one unit of blood as a result of the condition. There was no lasting harm to the patient.